Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned opened but unused in the original tyvek tray. Visual examination of the returned product confirmed there was a long, dark hair present in the tray, around the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: taiwan.

Event description:
It was reported that during surgery the device appears low power to cause normal saline unable to spout out. The device was operated with a continuous trigger and was ran for less than 3 minutes. The saline bag was hanging on the IV stand. The surgeon followed the typical mode of operation. There was no patient impact or delay noted. An additional device was utilized to complete the procedure. During product evaluation, it was discovered that there was hair present in the tray. Due diligence is complete and there is no additional information available.